Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate is likely to cause or contribute to patient injury. Device issue: failure to deflate. It was reported that after balloon expansion and stent deployment, the balloon did not totally deflate at the proximal part. The physician removed the copilot valve and suction was not possible. He succeeded to partially capture the balloon in the guide catheter and remove the balloon from the stent. The stent delivery system (sds), guide catheter and indeflator valve were retrieved. No additional event or patient information is available.